Event description:
Pt underwent an ercp with stent placement. When trying to place the stent thru the scope, it failed to display x2. Pt had to have procedure repeated 2 days later. Implanted 5/28/96, explanted 5/30/96.